Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It has been reported that there was a difference in readings of 200 points. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: correction to remove statement ¿the sensor was inserted into the abdomen on (B)(6) 2021. It has been reported that there was a difference in readings of 200 points. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No injury or medical intervention was reported.¿ b5: additional b6: correction to remove ¿(B)(6) 2021: cgm 216 mg/dl ; bg meter 398 mg/dl.¿ b6: additional. D4: lot number correction to remove ¿5279279.¿ d4: lot number additional . D4: expiration date correction to remove ¿(B)(6) 2021.¿ h2: correction and additional. H6: type of investigation correction to remove ¿3331 -analysis of production records.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. It has been reported that there was a difference in readings of 200 points. There were no reported glucose values available to search within the parkes error grid calculator. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No injury or medical intervention was reported.